Event description:
This case has been identified during monitoring of postings an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (post# FDA-2014-n-0736-1043, awareness date: 01-sep-2015). It refers to a (B)(6) female consumer in united states who had essure (fallopian tube occlusion insert) inserted. She stated that she had essure for 7 years. In that time she had gained weight (which caused pre-diabetes and high blood pressures), massive abdominal cramping and pelvic inflammatory disease. She went to the emergency room and they said it was because of the essure coils and they had to be removed as soon as possible. She went to the gynecologist at that day of the post to schedule the surgery. Consumer stated that she may have to have a full hysterectomy and she is only (B)(6). Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and had massive abdominal cramping (interpreted as abdominal cramping) and pelvic inflammatory disease. She went to the gynecologist to schedule the surgery. The abdominal cramping and pelvic inflammatory disease are serious events due to the planned required intervention. Both events are listed in the reference safety information for essure. In this particular case, the consumer had these events approximately 7 years after essure insertion. Considering this temporal relationship, the causal relationship between lower abdominal pain and essure cannot be excluded. However, it is unlikely that essure would cause pelvic inflammatory disease after so many years. This event is regarded as incident since a device removal will be required. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Ptc investigation result was received on 02-oct-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and had massive abdominal cramping (interpreted as abdominal cramping) and pelvic inflammatory diseases. She went to the gynecologist to schedule the surgery. The abdominal cramping and pelvic inflammatory disease are serious events due to the planned required intervention. Both events are listed in the reference safety information for essure. In this particular case, the consumer had these events approximately 7 years after essure insertion. Considering this temporal relationship, the causal relationship between lower abdominal pain and essure cannot be excluded. However, it is unlikely that essure would cause pelvic inflammatory disease after so many years. This event is regarded as incident since a device removal will be required. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.